Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "foreign matter was found inside the te."

Event description:
Company representative reported unknown side "te was used, a leak test was performed, and foreign matter was found inside the te, so it was judged to be defective." The device status is unknown.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ foreign material on implant: no foreign material was found inside the device.additional observations:¿ device assessed as intact and functional.no further actions are required as the device was received out of its sealed package.

Event description:
Company representative reported unknown side "te was used, a leak test was performed, and foreign matter was found inside the te, so it was judged to be defective." The device has been explanted.